Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that in the early morning, the reporter stated that the patient started noticing consistent low reading on his cgm app. No mention if the patient had symptoms and he did not check the bg. He took carbohydrate, but still the screen showed low reading. After a while, the patient was experiencing headache so then they decided to go to the emergency room (ER). Around 9:00 am of (B)(6) 2025, his bg level was around 300 mg/dl. He was given intravenous fast acting insulin. Cgm showing low reading vs the 300 mg/dl bg reading at the emergency room. Medical attendants removed the cgm at the emergency while they monitor the patient bg. The patient was doing well during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.